Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee capsule repair procedure the surgeon was using ar-5875-2, arthrex knee capsule repair system (lot 12170195). During use the guide from the kit broke. Surgeon then tried free-handing the guide's position and both anchors pulled out. Additional information obtained 01/20/2021: date of procedure was (B)(6) 2021. All components/pieces of the ar-5875-2 were fully retrieved and nothing was left in the patient. The surgeon then used suture to complete his repair. All components of the complaint device were discarded at the time of procedure.